Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion alert. Due to this, the battery of the device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.